Manufacturer narrative:
(B)(4). The device has been received, pending analysis. This report will be updated when analysis is complete.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode received three inappropriate shocks, due to oversensing of noise. Troubleshooting was performed and noise consistent with myopotentials was recreated in the primary and alternate vectors. The myopotential noise was most prominent when the patient would sit up and when coughing. No artifacts were produced when manipulating the device. The secondary vector showed very little noise, and a defect in the electrode was suspected. X-rays were reviewed and no anomaly was visualized on the electrode. Technical services discussed potential impairment of the contact in the device header to the sensing node b seemed most likely. It was reported that noise was later reproduced in the secondary vector, and the physician planned to explant and replace the s-ICD system with a transvenous system. The replacement procedure was performed the following month. No adverse patient effects were reported. The explanted products were returned for laboratory analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The device has been received, pending analysis. This report will be updated when analysis is complete. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The electrode was returned with the device, still connected. Evaluation of the connection, including x-ray analysis, found no irregularities. The device was laced in a saline tank for additional testing. A 70ppm, 100ms, 200mv pulse was applied to the tank. The device sensed normally in all three vectors, and noise was not produced with manipulation of the electrode. Noise could only be produced by directly tapping on the sense a tip or sense b ring. The electrode was then removed and visual inspection of the lead barrel noted no anomalies with the sense b spring. Pin gauge testing of the sense b spring was performed and the spring measured as expected. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported noise, oversensing, and inappropriate shock therapy.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode received three inappropriate shocks, due to oversensing of noise. Troubleshooting was performed and noise consistent with myopotentials was recreated in the primary and alternate vectors. The myopotential noise was most prominent when the patient would sit up and when coughing. No artifacts were produced when manipulating the device. The secondary vector showed very little noise, and a defect in the electrode was suspected. X-rays were reviewed and no anomaly was visualized on the electrode. Technical services discussed potential impairment of the contact in the device header to the sensing node b seemed most likely. It was reported that noise was later reproduced in the secondary vector, and the physician planned to explant and replace the s-ICD system with a transvenous system. The replacement procedure was performed the following month. No adverse patient effects were reported. The explanted products were returned for laboratory analysis.